Event description:
Subsequent to filing the initial MDR, the cine was reviewed by a clinical specialist who noted that there were no issues with the xience prime stent.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device remains in the patient. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. A cine of the procedure was reviewed by an abbott clinical specialist. The reviewer noted the films show that this event is only a case of distal wire perforation with tamponade and not related to any of the stents. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient presented with unstable angina. The procedure was to treat a mildly tortuous and mildly calcified right coronary artery (rca) lesion and a mildly tortuous and moderately calcified left anterior descending (lad) artery lesion. An unspecified guide wire was parked at the distal end of the rca. Proper pre-dilatation was performed and a 3.0x18mm implant was deployed. Post dilatation was done with an unspecified non-compliant balloon. A whisper guide wire was parked at the distal end of the lad. The distal lad was pre-dilated and a xience prime 2.25x23 was deployed at the lesion site. Then the lesion in the proximal lad was pre-dilated and a xience prime 2.5x18mm deployed. While post dilating the xience prime in the proximal lad, a perforation was seen at the distal end near the apex. It was a calcified vessel and there was difficulty in positioning the balloon dilatation catheter and xience prime stent; therefore, the buddy wire technique was used. In the process of placing the balloon and stent, the whisper guide wire moved distally into a small branch which is where the perforation was noted and why the physician suspects the whisper guide wire caused the perforation. The physician waited for sometime and observed that the patient's blood pressure was falling and tamponade was occurring. Polyvinyl alcohol (pva) particles were placed to seal the perforation and the patient was noted to be stable. The next morning on (B)(6) 2013, the patient's blood pressure started falling and an intra-aortic blood pump was introduced; however, the patient died due to cardio-pulmonary arrest. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: whisper; stent: 3.0 x 18 mm. The whisper guide wire and the rx xience prime 2.5 x 18 mm mentioned are being filed under separate manufacturer report numbers. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.